Event description:
It was reported that the patient had arrhythmia episodes that occurred after the capture management algorithm had run. The physician turned off the algorithm, but the patient continued to have runs of polymorphic ventricular tachycardia and received shocks. Device information was returned to the manufacturer, analyzed, and the right ventricular lead tested out of specification. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was returned and analyzed. Oversensing was noted as one ventricular non-sustained episode at 198 ms occurred on (B)(6) 2012. Five ventricular fibrillation episodes at <(><<)>= 210 ms occurred between (B)(6) 2012 and (B)(6) 2013. Five lead failure predictor high rate non-sustained episodes at <(><<)>=215 ms occurred between (B)(6) 2012. D314trg implantable cardioverter defibrillator (B)(6) 2012; 4076 implantable pacing lead (B)(6) 2012; 4296 implantable pacing lead (B)(6) 2012. (B)(4).